Event description:
Additional information was received. It was reported the explant occurred on (B)(6) 2021. The expected elective replacement indicator (eri) date was (B)(6) 2022. The cause of the motor stall was not determined.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via an alternate company representative. The pump model and serial number associated with the event was clarified. The critical alarm that occurred was due to a motor stall. The pump was replaced as the clinics had tried to re-start the pump with no exit. The new pump that was implanted was of model 8637-40 with serial number (B)(6). With the new pump the underdosing problem was resolved and the patient was ok. The pump would not be returned to the manufacturer because the hospital had an internal rule of removing explanted devices from patients.

Manufacturer narrative:
The previously applied device codes a26 / 53269 and a1407 / c62823 are no longer applicable. The previously applied annex imf code g04105 was replaced with g04090. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H1 update: regarding additional information received, the type of reportable event was changed from previously being a reportable malfunction to now a reportable serious injury. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was clarified that the patient is resident of germany and had spent her holidays in (B)(6) where the event occurred. The medical facility treating the patient was clarified; however, the healthcare provider associated with the event was unknown. The model and serial number of the pump was unknown to the company representative. The patient had no implant pass or other information regarding the serial number. The root cause of the critical alarm was unknown. Itwas being considered that the since a critical alarm is always associated with a pump stop, the underdosing symptoms were caused by this stop. Actions taken to resolve the issue were unknown; however, the clinic performed further treatment, but it was unknown tothe company representative currently what was exactly scheduled. The last information they had was that a pump replacement was planned. It was unknown if the issue was resolved. The status of the device was unknown.

Manufacturer narrative:
The country of origin / country where event occurred is (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient indicated a critical pump alarm occurred. The patient experienced underdosing symptoms due to morphine underdosing. The critical alarm was confirmed by the company representative since it sounded during their phone call with the patient. It was noted that the patient was located on (B)(6) where she was on holidays. The company representative forwarded clinical contacts in (B)(6) to the patient that could help with her situation. The patient had been advised to contact one of the clinics in (B)(6). It was noted that there were no external factors that may have led or contributed to the issue. It was noted that troubleshooting by phone was not possible. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved as of (B)(6) 2021. The date of implant regarding the pump was unknown. The patient's medical history, age and weight at the time of the event was unknown and would not be made available.